Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Electrical testing found conductor shorts for the distal segment of the lead due to procedural damage. Dissection was performed to evaluate the condition of the inner insulation and found inner insulation abrasion at the proximal region of the lead exposing the inner coil. The cause of the reported events was isolated to the inner insulation abrasion exposing the inner coil.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. This noise was found to be the result of insulation damage. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.